Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were. Updated: radiographs were provided and reviewed by a health care professional. Review of the available records identified disassociated hardware with dislocated and repositioned glenosphere. No signs of loosening or radiolucencies. Photographs of explanted device were provided and identified the taper adapter and glenosphere were assembled upon removal and is covered with blood. Bearing was also covered with blood and identified damages on the devices likely caused during removal. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to glenosphere disassociation. No further event information available at the time of this report.